Event description:
The atrial and ventricular leads were returned to the manufacturer after being explanted due to erosion. The leads subsequently tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached (clavicle-rib crush); full lead returned and analyzed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached (clavicle-rib crush); full lead returned and analyzed. (B)(4): outer insulation breached (clavicle-rib crush); full lead returned and analyzed.